Event description:
It was reported that the reliavac evacuator was unable to suction the patient's blood during use.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". An evacuator was returned without its original packaging. The balloon was found to be burst. Balloon was removed from evacuator in order to measure balloon thickness. (Gross visual evaluation). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: note: do not use with wall suction in excess of 210mm hg. 11. To establish suction: 11.I.) Open outlet port. 11.ii.) Pump bulb until balloon fills container. 11.iii.) Close outlet port. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in the inlet port. 12. To empty container: 12.I.) Open outlet port. 12.ii.) Invert unit. 12.iii.) Pump bulb to empty quickly. 13. To re-establish suction: - repeat step ¿11¿ above. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the reliavac evacuator was unable to suction the patient's blood during use.